Manufacturer narrative:
Method: the actual device has not been returned to welch allyn for evaluation. Results: vaginal speculum.

Event description:
The customer indicated that while performing a vaginal exam on a pregnant patient (28 weeks gestation), the physician inserted a medium sized speculum and when she pushed down on the piece to open the speculum, the bottom blade broke, causing a laceration to the left vaginal wall. The patient was placed on antibiotics and is to return soon for re-examination. The customer did not provide a pt identifier.